Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same procedure. Per the op report, this patient presented with severe aortic valve regurgitation and stenosis requiring aortic valve replacement (avr). The native aortic valve was noted to have calcified leaflets and a calcified aortic annulus. After debridement, a 25 mm edwards bioprosthetic valve (subject device) was implanted. After complete separation from cardiopulmonary bypass (cpb) the heart was examined with transesophageal echocardiogram (tee). There was evidence of paravalvular leak from the aortic valve seen. It was noted that the leak was coming from more than one location and was felt to be significant. Therefore, it was decided to place the patient back on cpb and redo avr. The 25 mm prosthetic valve was then explanted and the annulus was debrided again. The annulus was resized and was increased two valve sizes to 29 mm. Once off cpb, tee showed proper seating with no paravalvular leak of the new valve. The patient's hemodynamics were stable and the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a paravalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. Unfortunately, the root cause of this event could not be confirmed with the available information. The op report documents the valve being upsized two sizes post additional debridement of the aortic annulus. Although the root cause of this event cannot be conclusively determined, it appears that this event may have been related to the patient's calcified annulus or incorrect valve sizing. There have not been any allegations of a malfunction or quality deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.